Manufacturer narrative:
The device is not expected to be returned to the manufacturer for analysis because the incident reported occurred in 2016. Based on the absence of lot and catalog information of the product used during the spinal csf drainage back in 2016, it is not possible to identify the manufacturing time frame to be reviewed and therefore, was not possible to perform the DHR review and event/nc/CAPA/scar history review. The complaint is considered unconfirmed. Given that complaint unit will not be returned because the incident reported occurred in 2016, the root cause is undetermined.

Event description:
A physician reported that there was a spinal cord injury after the use of an integra spinal cerebrospinal fluid (csf) drain that occurred in 2016. According to the reporter, the neurosurgeon placed the integra spinal drainage catheter at l3-4 just before carrying out a trans-sphenoidal removal of a pituitary tumor. Several hours after the procedure, the patient became paraplegic, described as weakness in the legs with a t8-10 sensory level. A computed tomography (CT) of the thoracic spine showed the catheter coiled at the level of t8-t10. The surgeon immediately explored the spinal cord at this level. A thoracic laminectomy revealed no hematoma. The catheter was removed with near-full recovery. Following the operation, the patient's strength was much improved and is now nearly normal. The female patient has gait instability which prevents ambulation as well as orthopedic knee problems.